Event description:
The lead was implanted on (B)(6) 1994. Lead repair kit for ra lead, impedance 300 now 400 with psa. The procedure took place at (B)(6) medical center. The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).